Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that they received emergency medical assistance due to a severe low blood glucose between (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer had eaten and treated correctly on the day of the incident. The customer was given glucagon and a bone marrow io to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer sent an email instead of calling. The customer was 10 weeks pregnant and an ultra sound had to be performed to check on the baby. The customer received the infusion set recall letter and found they had the recalled sets and was using a recalled set at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.